Event description:
It was reported that pt underwent uni-compartmental knee arthroplasty in 2005. Pt complained of knee pain and revision surgery was performed 8 months later replacing tibial components. Wear was noted on explanted bearing component.